Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr xl acetabular system - right hip implanted (B)(6) 09. Revised due to micro motion to femoral component so removed and another primary cemented stem, femoral implant & sleeve adaptor were implanted leaving acetabular cup in situ. Patient fine after revision but now has high cobalt levels. Update received: 15th october 2013 - added 47 reference number: (B)(4), amended implant date: (B)(6) 2009, amended revision date: (B)(6) 2010 and clarified details. Update - additional surgeon , patient initials patient gender, filled in all mw fields, all expiry and manufacturing dates. Taken from legal letter dated 20th feb 2015 (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.